Manufacturer narrative:
The lead was returned due to ¿atrial lead had been tied by a suture to the rv lead and the insulation also appeared to be damaged¿. As received, a complete lead was returned in one piece for analysis. Visual inspection found both inner and outer insulations damaged, and the outer coil stretched/pulled adjacent to the suture sleeve tie impressions. The cause of the lead damage adjacent to the suture sleeve tie impressions were consistent with occurring at the time of procedure. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-32026. It was reported a patient's right ventricular (rv) lead presented with inhibition of pacing due to over-sensing noise. The rv lead was explanted and replaced in a procedure on 15 (B)(6) 2021 due to continued intermittent high amplitude lead noise. During procedure, it was noted the atrial lead had been tied by a suture to the rv lead and the insulation also appeared to be damaged. The atrial lead was explanted and replaced in the same procedure on (B)(6) 2021. Post-procedure the patient was stable.